Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic and upon interrogation, the right ventricular lead exhibited high thresholds. The lead remained implanted; the patient was noted to be in stable condition.